Manufacturer narrative:
B5 was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the reported retained fragments of the blade. The incisor plus elite blade is an external communicating device that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long-term implantation data is not available. The patient impact beyond the retained blade fragments and surgical delay could not be definitely concluded. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a knee arthroscopy, small pieces of the incisor plus elite went into the patient´s knee. The very small fragments were left inside the body. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have contributed to the reported retained fragments of the blade. The incisor plus elite blade is an external communicating device that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long-term implantation data is not available. The patient impact beyond the retained blade fragments and surgical delay could not be definitely concluded. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: corrected information in h6 (medical device problem code).

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee arthroscopy, small pieces of the incisor plus elite went into the patient´s knee. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.